Event description:
As reported: "humeral shaft fractures treated with narrow 5mm axsos 3 plate and screws for few cases. Due to delayed fracture healing and couple of revision case the clinicians would like like to find out if the implant construct they are using are too stiff (rigid) for the indication."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.